Event description:
Product (a surgical light), not in use at the time of incident, detached from its boom arm and fell to the floor. No injury was sustained by pt or staff in the operating room. Surgical procedure was not compromised.